Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer states that a small saphenous ablation was performed. The patient positioned prone. The first two segments were performed according to IFU. Physician felt a little tugging on the vein upon pullback. Next segment was ablated without interruption. Catheter was removed and the physician noticed the coil of the heating element became uncoiled. The coil of the heating element was left in the small saphenous vein; confirmed via ultrasound. The physician decided not to receive it. No additional medical intervention was performed at this point. Patient continues to be under surveillance.

Manufacturer narrative:
Submit date: 09/24/2013. Please see page 3 for investigation results. The device history record (DHR) review revealed no non-conformities were found related to the complaint. Based on the initial investigation, it was noticed that the heating element was exposed, showing the thermocouple wire and the coil tubing but the coil wire was missing, confirming reason for call. The continuity/resistance tests were not able to be performed because the device was electrically damaged and part of the coil wire was not returned intact. The complaint for coil wire unraveling issue was confirmed. Without being present when the incident occurred, a proper root cause of the catheter coil unraveled could not be determined at this point in time. It is possible that the outer sleeve of the heating element had been damaged, but the device still being used on the next segment, causing the coil wire to be unraveled when it was pulled out from the patient. The occurrence rate of this failure will continue to be monitored over time and action will be taken if trends or other patterns of concern are observed.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data: g5 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.